Manufacturer narrative:
G4: 04jan2021 b4: (B)(6) 2021 per bio-med, the hospital does not want the unit repaired. The cause of the reported issue could not be determined, since the customer declined repair on this unit. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15oct2020.

Event description:
The customer reported that during set up, the customer was getting occlusion alarm, code logged many times. The customer contacted product support and reviewed the error code per the service manual. Product support discussed the error code troubleshooting. Product support advised the customer to perform performance verification test (pvt) to diagnose the problem. Product support discussed to customer how to capture failure data during est. The customer reported that the unit was not in use on a patient. The issue was during set-up.